Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their daughter visited an emergency department on (B)(6) 2019 due to a high blood glucose level of 500 mg/dl. The customer experienced symptoms related to her high blood glucose such as nausea, vomiting, and tiredness. The customer was treated with intravenous fluids and manual injection. The customer's parent was unable to perform troubleshooting for high blood glucose as their daughter was not with them. They also reported bent cannula. The insulin pump will not be returned for analysis.